Manufacturer narrative:
A partial lead with the distal tip measuring 52.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that alerts for high, out of range, high voltage lead impedance were observed. Review of trends showed high voltage lead impedance measurements for vectors including the svc coil were out of range for the past week. At an in-clinic follow-up test measurements were good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes that the high impedance readings were intermittent and fracture of the svc cables was suspected. Programming changes were made, however the physician elected to replace the lead during a device upgrade. There were no adverse consequences to the patient.